Manufacturer narrative:
Pt reviewed pump setting and history. She reported that basal insulin delivery totals correctly reflected programmed values. Basal delivery on (B)(6) 2010 was 81.2 units and bolus delivery was 7.85 units. On (B)(6) 2010, basal delivery was 80.87 units and bolus delivery was 9.45 units. Bolus insulin was approximately 8%- 10% of basal insulin for 2 days prior to hospitalization. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reports hospitalization for dka with blood glucose reading of 560 mg/dl at time of admission.

Manufacturer narrative:
(B)(4). Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within the required specification. Unrelated to this complaint, the pump boots to the verify screen with pinkish contrast faded display screen. Pump cover removed to replace screen; pump booted to normal contrast with replacement screen.